Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed, and functional testing was performed. The customer reported issue was replicated. The investigation determined that the cause of the issue was a defective air detector. The air detector was replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming air-in-line. There was unknown patient involvement and unknown harm/adverse event was reported.